Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the functional testing due to cracked lcd anomaly. Pump had cracked battery tube threads.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Analysis was unable to perform the functional testing due to cracked lcd anomaly. The insulin pump had cracked battery tube threads.

Event description:
The customer reported via phone call that they had hit the insulin screen and it was all blurred out. The customer could not read the screen. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.